Event description:
The end user reported a missing bolt from the seat frame assembly of the stair chair. The reported issue was not reported as occurring during a patient transport and was not associated with injury or adverse event. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation of the chair at the customer's location. The reported issue was confirmed and the new hardware was installed and the chair was returned to service.